Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the root cause of the por was due to normal battery depletion. No further complications were reported.

Manufacturer narrative:
Date of event: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that the device inside of them wasn't working, stating that they had stopped feeling stimulation and that they were experiencing a return of symptoms, leakage. When asked, the patient reported that this had been going on for the last couple of months; with the year 2020 confirmed. The patient had tried to check their implant with their programmer however they were unable to connect and they kept getting the programmer low battery signal. The patient replaced the batteries however the screen continued. Patient services reviewed the appropriate batteries to use and the patient stated they used rechargeable batteries. The patient was unable to further troubleshoot due to this battery issue. The patient stated that they would go to the store and get new batteries and call back if they still needed assistance. Programming direction was also reviewed with the patient. Later that day the patient called back after getting batteries for their programmer and synced with their ins. Upon syncing, the patient reported seeing a power on reset (por) message. The code meaning was reviewed with the patient and they were redirected to their health care physician (hcp). It was noted that the patient had an appointment in the next month. There were no further complications reported.